Event description:
Reporting status: serious injury/medical/surgical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical/surgical intervention. Device issue: dislodged stent. It was reported that during advancement to treat a lesion located in a vein graft in the right coronary artery (rca), the stent dislodged inside the pt's body and could not be retrieved. The stent was compressed into the artery using a balloon and another stent. It was reported that the stent most likely dislodged due to tortuosity and trying to advance the device through implanted stents from a prior procedure. Per the account rep, the pt is being sent to bypass surgery in part because the target lesion had not been treated and there was concern that nothing could cross the compressed stent. No add'l event or pt info is available.